Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set/line) alarm. The alarm occurred during dwell three of four. The patient was connected. The technical service representative (tsr) assisted the patient in ending therapy, advised them to ensure that they drain during the initial drain when setting back up, and advised them to inform their registered nurse of what happened. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.